Event description:
Surgeon attached silver mayfield tongs to table attachments and positioned the pt. The skull pins (disposable) dislodged from the pt's skull resulting in a 1" (approximate) laceration that was sutured.